Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked between the bd alaris¿ smartsite¿ extension set and ICU medical microclave connector during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "leaking drug between the connection of the bd smartsite extension set and the ICU medical microclave connector. Did you experience any adverse events as a result of the reported failure?- no".

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leaking between bd smartsite and ICU microclave could not be verified due to the product not being returned for failure investigation. Device history record review for model 20043e lot number 22095286 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that medication leaked between the bd alaris¿ smartsite¿ extension set and ICU medical microclave connector during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "leaking drug between the connection of the bd smartsite extension set and the ICU medical microclave connector. Did you experience any adverse events as a result of the reported failure?- no".